Event description:
The reporter indicated that the surgeon implanted a 12.6mm micl12.6; -14.0 diopter implantable collamer lens into the patient's left eye (os) on (B)(6) 2020. The surgeon reports lens opacity of asc and psc which was observed on (B)(6) 2021. On (B)(6) 2022 the lens was explanted and phaco-emulsification and iol implantation was performed. The problem as resolved. The cause of the event was reported as a patient related factor and noted "patient reported being hit hard in the left eye and her vision began to blur/get hazy".

Manufacturer narrative:
(B)(4). Claim#: (B)(4).